Event description:
It was reported that during a gastrectomy procedure, the handswtich could not be used. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 2/14/2008. Hand control button non functional. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.